Event description:
It was reported that an inflation issue occurred. The target lesion was located in the mildly tortuous left anterior descending artery. A 3.00 x 28mm synergy ii drug-eluting stent was advanced for treatment after angioplasty was performed. After successfully navigating to the lesion site, an attempt was made to implant the stent but the balloon did not inflate correctly. The stent remained adhered to the vessel but not with successful apposition or expansion. After the delivery system was removed, saline solution was observed flowing from the balloon when inflated it at 12 atm. A semi-compliant balloon was used to post dilate the stent and achieve correct expansion and apposition. There were no patient complications reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, a video was provided by the customer which demonstrates an inflation attempt being performed on the balloon. It can be seen that the pressure gauge is dropping rapidly and that there are bubbles emerging from the mid-section of the balloon material itself indicating the location of a rupture.

Event description:
It was reported that an inflation issue occurred. The target lesion was located in the mildly tortuous left anterior descending artery. A 3.00 x 28mm synergy ii drug-eluting stent was advanced for treatment after angioplasty was performed. After successfully navigating to the lesion site, an attempt was made to implant the stent but the balloon did not inflate correctly. The stent remained adhered to the vessel but not with successful apposition or expansion. After the delivery system was removed, saline solution was observed flowing from the balloon when inflated it at 12 atm. A semi-compliant balloon was used to post dilate the stent and achieve correct expansion and apposition. There were no patient complications reported.